Event description:
A report was received that the patient underwent an explant procedure due to pocket site infection. The patient's symptom was fever. The physician believed that the infection was not device related. The patient was given with levaquin antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.